Event description:
Had novasure procedure for heavy periods. Was in a excellent shape, less than 7% body fat. One year after procedure, began to have severe bloating, like that somebody who is seven months pregnant, severe abdominal pain, severe lower back pain, persistent and unrelenting fatigue, weight gain of 65 pounds. Unable to work out anymore. Unable to feel awake despite getting 10 hours plus of sleep (previously could have 5 hours of sleep), feeling full after barely eating. Sex is now painful, and have constant bladder incontinence that is not stress induced.